Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "removal from textured breast implants due to the patient's concern with the product." Additionally, healthcare provider reports left side rupture. Healthcare provider noted implants are not textured. Device has been explanted.